Manufacturer narrative:
Related MFR #'s: 2916596-2022-14840 for previous infection, 2916596-2022-15179, 2916596-2022-15002. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had signs and symptoms of a driveline infection on (B)(6) 2022. The driveline site was swabbed and came back positive. The patient had brown/green drainage from the driveline site with pain. Infectious disease (ID) was consulted, and the patient was started on a round of antibiotics. The patient's driveline site continued to look infected and was re-cultured on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 and continued to show signs of infection. The patient was treated with three rounds of antibiotics and was monitored by ID. The patient did not have an elevated white blood cell count so their transplant status could not be upgraded. Computerized tomography of the chest was completed to evaluate for pockets of infection which were negative. The infection did not resolve, and the patient was being treated inpatient with intravenous antibiotics. While in clinic the patient's controller stated that the time was not set. The log files captured constant controller clock corrupt events until the clock was resynced on (B)(6) 2022 at 16:58. There were no pump stop that occurred due to the controller clock not set event. The log files showed that the controller was not synced to the clock which caused the controller clock corrupt alarm which may have been caused by full battery depletion.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2022 at 3:01:55 through 15:58:27. Multiple backup battery fault alarms were captured beginning on (B)(6) 2022 at 15:48:29 (MFR#2916596-2022-15179). Beginning on (B)(6) 2022 at 15:58:27, the log file captures a power cable disconnect and then a driveline disconnect and the pump¿s shutdown sequenced was initiated. Additional system controller event log file post controller exchange contains data from (B)(6) 2022 at 16:57:14 through (B)(6) 2022 at 0:54:55 and (B)(6) 2022 at 16:58:04 through 16:58:55 post clock being set. Low flow events were captured throughout the log file from (B)(6) 2022 at 18:14:02 through (B)(6) 2022 at 0:54:38. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01jan2019. The heartmate 3 lvas IFU is currently available. Section 1 ¿introduction¿ of this document lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.